Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119841.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited high defibrillation impedance. Programming changes were recommended but not yet completed. There were no patient consequences.